Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse observed rare intermittent hydro issues with waste. Fse replaced the float switch and primed the instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) to report detecting a leak associated with the unicel dxc 800 pro synchron chemistry analyzer. Customer was not sure about source of leak. No one was exposed or harmed from the leak.